Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and was able to confirm the reported damage and image issue. Upon visual inspection, the tsr identified that the cable's strain relief was separated from the hdmi connector and internal wires were exposed. When connecting the reported smart cable to known, good, test verathon equipment, the tsr observed the image became tiled. The customer's smart cable failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement smart cable and there being no repairs available for this device. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image kept going in and out when the cable was manipulated. Following the procedure, the customer reported isolating the issue to damaged wiring in the cable. No delay in the procedure, use of a backup device, or harm to the patient was reported.